Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
There was only one event recorded in the memory on the returned pad device. This event occurred on (B)(6) 2012. All other events before this date have been erased. A visual inspection of the returned pad showed that the negative terminal pogo-pin had been retracted back into the unit causing it to be jammed. When a test pad-pak was inserted the device would not power on, confirming the fault. The problem with the device not turning on was caused by the negative terminal pogo-pin not making contact with the pad-pak because it was damaged. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.